Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an ilioinguinal peripheral nerve stimulation on two quads on her ilioinguinal nerve. Another lead was going epidural. The epidural octad lead was removed because it continued to create a lot of scarring in her back where her anchor was. The two-quad peripheral inguinal electrodes were left in place. The pt resolved without sequela.